Event description:
During the placement of a neuroform2 microdelivery stent, the stent became jammed on the guidewire, preventing the two devices from moving independent of each other. At this point, the stabilizer catheter began to longitudinally compress. Pressure was applied to the stabilizer catheter, causing the microdelivery catheter to advance independent of the stent. The physician then decided to withdraw the exchange length guidewire, however this caused the stent to move proximally within the microdelivery catheter. The guidewire and stabilizer were removed, and a 0.016" coil pusher was introduced to deploy the stent. During the deployment, the physician stated that the stent became engaged in the wall of the microdelivery catheter. The system was removed and the procedure was discontinued.